Event description:
It was reported that (1) tlc55 device was used during a colon resection procedure. It was reported by the rep that after firing the tlc55 once the stapler was reloaded. The surgeon went to fire the instrument and the stapler firing knob stopped about 1 inch in the cycle and would not push forward. A second gun was used and the case was completed without incidence. There was no consequence to the pt.